Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced a loss of consciousness and was unable to self-treat. Emergency medical services were called and upon arriving first responders obtained capillary blood glucose result of 0.20 mg/dl and administered apple juice by healthcare professional (hcp) for treatment and the customer regained consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.